Event description:
The patient reported that she had a realize band procedure in 2008. Her incision was closed using dermabond, steri-strips and tape. The following month, she began noticing a red, itchy rash on her abdomen. The next day, the rash had spread to the lower abdomen. Every day after that the rash spread throughout her body and by five days later, to her face. She informed her doctor who evaluated the rash and felt it was an allergic reaction to dermabond. She has been to the ER two times during this time and she is taking antihistamine with some relief. During a follow up call seventeen days later, the patient reported having a lap band procedure on original date, and dermabond was used to close ports. Consumer reported she developed a rash and redness around sites four days later, which became itchy and formed red halos the next day. Consumer stated that she returned to her surgeon, no treatment or testing was performed. There is no information regarding application of product and skin prep prior to product application. No additional information provided.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. In the event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylates or formaldehyde. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors.